Event description:
Medtronic received information reporting that an inspire-a clinical study patient underwent a procedure for implantation of a pipeline vantage stent in the right ophthalmic artery. The site has reported wall apposition of the proximal end of the stent was not achieved at index procedure noting that dilation with a balloon was required. No patient symptoms or other information was reported. Additional information received reported that neck coverage was not achieved due to lack of affixing of the stent. The stent was covering on the ostium of the right ophthalmic artery with persistent downstream patency. Balloon angio was performed because the pipeline failed to open at the index procedure, and wall apposition was not achieved by the end of the procedure. The proximal part of the stent had the apposition defect. There were no adverse events reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the site confirmed that the device did not fail to open at index procedure. Balloon angioplasty was performed to optimize wall apposition, but was not able to achieve it. The event was instead considered mal apposition.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.